Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not filling. They would like to replace the circulation pump, gave part number and price.

Manufacturer narrative:
The reported issue was confirmed. The device was not returned. The root cause of the reported issue is a failed circulation pump. They would like to replace the circulation pump, gave part number and price. Per follow-up information, the circulation pump was replaced, and the issue was resolved onsite. The malfunction took place during preventative maintenance and there was no patient involvement. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not filling. They would like to replace the circulation pump, gave part number and price. Per customer via phone on 07oct2024, it was reported that the circulation pump was replaced, and the issue was resolved onsite. The malfunction took place during preventative maintenance and there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. They would like to replace the circulation pump, gave part number and price. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid.

Event description:
It was reported that the biomed had the arctic sun device that was not filling. They would like to replace the circulation pump, gave part number and price.